Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels (200 to 266 mg/dl) overnight on (B)(6) 2026 which was treated with correction bolus via insulin pump thrice and patient changed the infusion set. The current blood glucose level documented was 163 mg/dl. No further information available.